Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A piece from the lumbar cath. Access. Kit (lcak) was reported to have broken off into a pt. The event was described as follows, "a lumbar catheter implanted in theatre by anesthetist without any issue to divert (csf) cerebrospinal fluid by lumbar way." The aim was the prevention of medullary ischemia during a cure aneurysm surgery of descending thoracic aorta. In the theatre, in perioperative, "traction has conducted the disconnection of the catheter". Catheter was reconnected in theatre". The catheter was removed 2 days after the pt woke up and a long time after anticoagulant treatment. During the removal of the catheter and after a small initial resistance, the catheter came out easily. When checking the catheter, they discovered that it was only partially removed. The catheter was cut at the first hole in the holes area. A scan was conducted. The extremity of catheter is located in the lumbar spiny process, the distal extremity was still in the lumbar canal. After neurosurgeon advice and due to no neurological issue, no surgery was planned.